Event description:
It was reported that the insulin pump alarmed an error after the prime process. The customer was unable to leave the prime menu. The blood glucose reading was 12 mmol/l. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self test, displacement, rewind, and basic occlusion test. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a cracked end cap. No alarm was noted for a loose drive support cap. The insulin pump was received with minor scratches on the display window, a missing end cap sticker and debris under the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.